Manufacturer narrative:
(B)(4). (B)(6). The system was returned to the manufacturer and evaluated. The system was powered up and no image on the screen (black screen). The field service engineer (fse) discovered that the cause was the black light inverter pcb (printed circuit board)which had fell off on top of the maxdrive ii pcb, damaging the subsystem controller pcb. The fse replaced the subsystem controller pcb. Preventive maintenance was performed in accordance with service manual. All tests were within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported error 292 (handpience calibration error) and that the display was turning off/black screen with the sovereign compact console. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.